Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02450 it was reported that the patient presented remotely via merlin.net. Upon investigation, right atrial (ra) noise artifact and right ventricular (rv) noise artifact were found. Programming changes were made. The patient was stable.